Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (07/16/2014) ¿ device evaluation.the meter involved with this complaint has been returned on 05/01/2014 and evaluated by lifescan product analysis on 07/10/2014, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a high standby current and pcb contamination around d8 and q11.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted.